Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was no surgical delay. Patient complained that the screws were not strong enough because it got broken postoperatively with physiotherapy. Concomitant device reported: va-lcp plate (part #: 04.111.530, lot #: 2l38223), 2.4 ti cortex screw (part #: 401.764, lot #: 1l97615, quantity: 1) and unknown screw (part #: unknown, lot #: unknown, quantity: 2).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, there was a broken screw discovered in the head plate. A refracture was reported and the patient was re-operated. Further status unknown. Concomitant device reported: va-lcp plate (part # 04.111.530, lot # unknown, quantity 1). This report is for one (1) unk - screws: trauma. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reviewing attached picture, the complaint description can be confirmed. Visual inspection: the screw was found broken between the shaft and the screw-head. Moreover, the screw-head is still jammed in the corresponding plate's hole. There are several mechanical damages visible on the entire surface. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional analysis could not be performed as relevant features are deformed through post manufacturing damage. Document/specification review: the investigation has shown that no lot number was provided/ identified, therefore no drawing/specification review can be performed. Conclusion: our investigation has shown that the complaint condition for the broken screw is confirmed. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient or the screws incorrectly locked to plate (not properly torqued). Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.